Event description:
It was reported the lcsc5 was used during a laparoscopic cholecystectomy. It was reported by the rep that the harmonic scalpel blade locked out during a case. Another blade was opened to finish the case. The "or" time was extended by 5 minutes.